Event description:
Additional information: we have now reviewed the information available on the alaris - gp volumetric giving set, where a crack was noticed at the tip of single giving set when changing sact treatment bag to flush. The details you provided were mirrored to the manufacturer and to date they have not replied to this specific report, although we are aware of similar issues with their products following a more detailed investigation where they concluded that the root cause for this type of failure was due a limited production fault. Potentially this failure was caused because of inattention by an assembly employee during the gluing process. An accumulation of glue on the outside of the tube results in the structure of the tube being damaged further down the line, causing a crack in the tube. As there have been a limited number of reported complaints the manufacturer does not propose to recall the affected batch and are recording it as an isolated event. The investigators have informed the production personnel about this issue to avoid such defects in the future. Given the manufacturer¿s response we have recorded this incident as an isolated manufacturing fault and that there is no evidence of any widespread generic defects with the device. We appreciate your co-operation in reporting this problem, it is important that users continue to report similar issues with these devices as it helps to build up a picture on their overall reliability and safety. Incidents of this nature will add to a body of evidence that may lead to action in the future. To assist with incident identification the details you provided will be retained in our incident register and copied to the mhra for national trending.

Manufacturer narrative:
Investigation result: no samples were received for investigation of pr 14155576, in which the customer has stated: "crack noticed at the tip of single giving set when changing sact treatment bag to flush". The product in use at the time is reported to be a 60693e from lot 1027142. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1027142 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Previous investigations have determined that bent spike tips of this nature can potentially occur if the spike strikes a hard surface directly after moulding when the plastic is still warm and malleable. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. Please note, all bag spikes used in bd disposable sets are designed and manufactured in line with the international standard bs: en: iso 8536-4: infusion equipment for medical use. Infusion sets for single use, gravity feed. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 60693e in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was broken. The following information was received by the initial reporter with the following verbatim: crack noticed at the tip of single giving set when changing sact treatment bag to flush.